Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed from two holes in the main line tubing. Blood was noticed dripping from the top of the venous tubing. Estimated blood loss was 60 ml's. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. During the eval, a separation of the tubing was noted on the tubing set. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.